Event description:
On 09-oct-2020: follow up information was submitted as result of complaint investigation of the returned used device (1 set) showed that the glue in the tubing connector was missing (one drop of glue was found on connector). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient's mother reported that her son's infusion set's tubing was disconnected from the quick release when they got it out of the box and it was not yet inserted. Moreover, on (B)(6) 2020 around 10:30 pm, he experienced low blood glucose level of 33 mg/dl, had weakness and his hands were cold. Further, this was prolonged to (B)(6) 2020, and they tried to treat it with food and glucose tablets. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number: (B)(4). Event occurred in the (B)(6). On (B)(6) 2020, the patient's mother reported that her son's infusion set's tubing was disconnected from the quick release when they got it out of the box and it was not yet inserted. Moreover, on (B)(6) 2020 around 10:30 pm, he experienced low blood glucose level of 33 mg/dl, had weakness and his hands were cold. Further, this was prolonged to (B)(6) 2020, and they tried to treat it with food and glucose tablets. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.